Event description:
It was reported that ventricular thresholds rose from 0.7 v, 0.4 ms at implant to 3.0 v, 1 ms in (B)(6) 2009. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.